Manufacturer narrative:
Reported event:an event regarding altr involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, histopathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/ or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right hip was revised due to adverse local tissue reaction. Rep reported that he provided all medical records available by hospital policy to him. Correction as per update received tuesday january 22nd 2019: the trident shell in situ from (B)(6) 2008 was revised (B)(6) 2018 (altr), not on (B)(6) 2018. At that time, an all-poly constrained liner was cemented into the patient¿s native acetabulum.